Manufacturer narrative:
Device evaluation: one bci monitor device was received for investigation with a cracked lens and a purple boot. The monitor was powered on and it was found that every other line was missing on the display. All leads on u10 were reflowed due to the monitor suffering severe impact, which caused a leg on the display driver to come loose. Based on the investigation and testing, the complaint was confirmed. It was noted due to the lead reflow, the monitor is now powered up and all segments are present. Conclusively, the broken display controller solder joints failure was noted to be a result of impact sustained by the monitor during use and handling. It was also noted that the operation manual informs the user in chapter 1 & 3 in the warning section with the following information: "any monitor that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation."

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor had a broken screen. The issue was found during the device planned maintenance. No adverse effects were reported. .